Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer 4 kept failing, failed to open and failed to stay closed. A field service engineer instructed the customer to perform an inventory of the drawer; however, the drawer clicked, failed to open, and subsequently reported a failure, powered down the pyxis unit and removed the entire drawer assembly, identified a faulty left rail and replaced it accordingly. Performed testing in hardware test application (hta), and the customer completed inventory successfully with no further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es full height cubie in drawer 4 had failed repeatedly, displayed errors indicated failed to open and failed to stay closed. Additionally, the drawer does not extend/pop out as expected during access attempts. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.